Event description:
A pt underwent a batista procedure, left ventricular myoectomy, and a concomitant mitral valve replacement. An aortic mechanical valve was implanted in the mitral position. Several months post op, the pt developed a clot. The mechanical valve was removed and replaced. The pt later died from other complications.

Manufacturer narrative:
H6. Evaluation codes: method codes: other - a device history records review was performed. Results codes: other - the device history records review confirmed the device met all material, dimensional, and performance requirements at tthe time of MFR. Conclusion codes: other - leaflets immobile due to thrombus.